Manufacturer narrative:
The pump had intermittent button response due to moisture damage on keypad trace. There were no button error alarms that occurred. The pump was inspected and no trace of moisture damage found on the electronic and or motor assembly. Cracked case lower corner of display window, cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 400mg/dl. The customer treated the high with manual injection. The customer states the pump may have been exposed to moisture due to pump being on floor while they shower. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.